Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. The device would not power off and they had the remove the device's battery to get it to restart. In this state, the device would be inoperative and defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.